Manufacturer narrative:
The patient reported her skin became infected with a red rash due to not having replaced the needle for a long time. A review of production records showed no abnormalities or deviations from the validated manufacturing process for the main batch 191071. Bioburden, endotoxin lal, and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed for the intended single use product category. The patient reported event is most likely related to reusing a product even though it's been labeled and meant for single use only.

Event description:
The patient reported her skin became infected with a red rash due to not having replaced the needle for a long time.